Event description:
Device 1 of 2. Reference MFR report #1627487-2014-08095. The patient had three model 3186 leads from the same lot. It was reported the patient's scs system was explanted on (B)(6) 2009. The exact reason for the explant is unknown at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.